Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 40025, serial/lot: #: (B)(4), ubd: 11/27/2019, UDI#: (B)(4). Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 25mm bioprosthetic valve, the valve was explanted and replaced with a 23mm valve of the same model.  The reason for the explant was not reported.  The 23mm valve was then explanted and replaced with an unknown device. The patient was unable to be weaned off bypass and expired. The cause of death was not reported.

Manufacturer narrative:
Model 40025, serial # (B)(4). Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed the valve was returned dry and discolored which showed evidence of blood contact. There were white and blue multifilament sutures were observed around the sewing ring and all leaflets were flexible and in the closed position with a gap in coaptation. There were tears noted on the belly and free margin of leaflet 2. Minor gaps were seen between c1 and c6, c2 and c3 and c4 and c5. The sewing ring was flattened to align with the base outflow. Measurements were taken with a caliper, the outer diameter measured at 30.40 mm which is acceptable for this 25 mm valve. Model 40023, serial # (B)(4). Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed the holder was still attached to the returned valve. The valve was discolored showing evidence of blood contact. All leaflets were slightly flexible and intact, while partially closed with a gap at the point of coaptation. All commissures were intact. The sewing ring was unflattened, using a caliper, the outer diameter was measured to 30.41mm which is acceptable for this 23mm valve. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The condition of the valves showed evidence that they were implanted and then explanted. The analysis confirmed that the valves were of the correct size. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the 25mm bioprosthetic valve was seated and sutured into place. Per the surgeon, sizing of the valve appeared to match well with the true annulus however the assessment was made that the valve was too big to close the aorta and therefore it was removed. The surgeon then attempted to place a 23mm valve of the same model. The sizing went well and the 23mm valve appeared to fit well. The valve was seated in place but not sutured down as the surgeon had the same concern that the valve was too big to close the aorta. The 23mm valve was therefore removed and replaced with a non-medtronic 23mm bioprosthetic valve. The cause of death was not reported however the physician stated the valves were not the cause. Device code update applies to both products. ((B)(4)) patient age at time of event added. If information is provided in the future, a supplemental report will be issued.